Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for a type ib endoleak which occurred after placement of conformable gore® tag® thoracic endoprostheses (ctag) using gore® tag® conformable thoracic stent grafts with active control system (ctag/ac) and a gore® dryseal flex introducer sheath (dsf). Two ctag/ac devices were deployed to resolve the endoleak. When the physician removed the dsf from the patient, the patient¿s blood pressure decreased. Given an angiogram image, the anastomosis site between the y graft and the right external iliac artery was suspected to be injured, but it was not obvious. Therefore, a gore® excluder® aaa endoprosthesis iliac extender component was additionally placed at the suspected injury site. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 4315.

Manufacturer narrative:
H6: code 213.